Manufacturer narrative:
A maquet field service tech evaluated the device. He found that the damage occurred at the location where the cupola couples with the spring arm. He replaced the damaged spring arm, as well as two similar units in the facility. The powerled yearly preventive maintenance program requests a verification of the proper balancing of spring arm, as well as a replacement every 6 years as spring arms wear out in time. (B)(4).

Event description:
Customer reported that a powerled 700 cupola became separated from the spring arm while the operating room staff was moving it into position for a case. The cupola remained suspended by the wiring from the spring arm. The hosp did not report injuries. Factory ref#: (B)(4). Importer ref#: (B)(4).